Manufacturer narrative:
The extension was returned. Concomitant medical product: product ID 3708695 lot# serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), ubd: 01-oct-2019, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported that prior to ins replacement impedances were normal except for a single electrode combination c/3 at 2195 ohms; however, after implanting and connecting the new ins there were impedances over 40,000 ohms on electrodes #0, 1, and 3. The extension was replaced and values normalized after replacement. It was suspected that the extension was broken during the procedure. No patient symptoms/complications were reported.

Manufacturer narrative:
H3: analysis of the extension (serial number: (B)(6)) revealed the stim body conductor was broken less than 5 cm from the proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.